Event description:
It was reported that the while inserting the cartridge tip into the patient's eye, it was noticed that the intraocular lens (iol) "looked like a glob with no haptics." The doctor decided not to use it and only the cartridge tip had patient contact. Another johnson & johnson iol (same model, same diopter) was implanted. There was no medical or surgical intervention required and no patient injury. The patient is doing fine. No further information was available.

Manufacturer narrative:
If implanted, give date: not applicable, as the iol was not implanted. If explanted, give date: not applicable, as the iol was not implanted; therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 22, 2022 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received stuck inside of the handpiece and that it had been overridden by the plunger rod. The area of the cartridge surrounding the lens was bulging. The plunger rod tip was also observed to be bent. The handpiece could not be disassembled without further damaging the device. Therefore, only the external assembly could be inspected. No gaps or external assembly issues could be observed. The complaint issues (lens damaged and haptic damaged) were not confirmed. However, the observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.